Manufacturer narrative:
Analysis of the tined lead found that the outer insulation was separated at the butt joint at the proximal end.

Event description:
It was reported there was a ¿visible defect¿ on the insulation of the ¿visible¿ part of the lead after implantation. ¿very little¿ force was used and the doctor reportedly indicated the insulation defect ¿had to be related to some initial defect¿ on the lead. No symptoms were reported. The lead was replaced with a new lead and the issue was resolved. A follow up report will be sent if additional information is received.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.